Event description:
Describe event, problem, or product use error: (B)(6) substituted a brand of contacts that has caused cystic corneal edema to my patient. Her vision is currently reduced to 20/40 od and 20/25 os; (B)(6) order number (B)(4); purchase date: (B)(6) 2025.